Event description:
It was reported that the device continued to run when no longer activated. It is unk if there was pt or user injury, or if there were any adverse consequences associated with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer, however, the complaint could not be replicated. Based on the quality investigation, the handpiece performed to specifications. Preventative maintenance was performed and the handpiece was returned to the customer.